Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the posterior tibial artery. A 4.0mm x 150mm x 150cm, mr coyote balloon catheter was advanced for dilatation. However, during second inflation at 6 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's condition was good.